Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 30 mmol/l (540 mg/dl) with ketones present. The pod was worn between 36 and 48 hours on the arm. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. Although no issues were observed, the exact cause of the reported dislodging could not be determined. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls during its run.